Event description:
The surgery center reported that a laser vision correction patient was presented with stage 2 of diffuse lamellar keratitis (dlk) on right eye (od) at one day post op visit exam. Topical steroid dosage was increased. The patient¿s chief complaint was that there was transient light sensitivity syndrome.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.